Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided); cause was unknown. Customer "drank water" to address bg level. Reportedly, customer continued to use the pump for insulin therapy and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.